Event description:
Customer alleged valid, back-to-back comparison of blood glucose results with the aviva system. Customer reports values of 374 mg/dl and 179 within 5 mins. Customer reported no associated symptoms. The customer reported no action/treatment due to result. No adverse event was reported. Replacement sent; return requested.